Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) had the home patient (hp) check the patient line and there was air in the line. The tsr assisted the hp with ending therapy to restart with all new supplies. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The lot number was unknown and no samples were available. The hp did not notice anything unusual with the supplies. The hp stated that he thought the air entered the line because the patient line was too high during prime so the patient line did not prime completely. The hp said gts advised him to lower the patient line if it would not prime all the way. The hp said he did not contact his nurse but had a clinic appointment today. Product surveillance advised the hp to notify the nurse about air in the line. The hp said therapy had gone well since the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).